Event description:
It was reported that the right ventricular (rv) lead exhibited noise over-sensing, which led to inhibition of pacing and in turn loss of heart function in the pacemaker dependent patient. The rv lead was explanted and replaced. The patient was stable.